Manufacturer narrative:
(B)(4). Investigation results: the returned cre pro wireguided dilatation balloon was analyzed. A visual examination of the returned device found that the lumen of the balloon was kinked, and the catheter of the device showed that the balloon was detached. Microscopic inspection found the balloon was detached from the catheter and the guidewire had a partially separated section. A functional inspection could not be performed due to the returned condition of the device. No other problems with the device were noted. The returned device found the balloon was detached from the catheter. It is possible that the balloon could not be pulled out of the endoscope and the physician had to cut the catheter to push the balloon out of the distal tip of the endoscope. This action could also cause the lumen of the balloon to kink. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon would only partially inflate and did not reach the necessary pressure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications have been reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of balloon catheter detached.